Event description:
In the process of contacting the patient's physician to notify them that the patient's device may be nearing end of service, it was discovered that the patient had passed away. Exact date and cause of death are unknown at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event.